Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are not getting any stimulation. Patient stated they charged everything up on saturday and found stimulation, but then they went off their business and didn't think anything of it and when they came back, they hadn't felt anything. Patient tried to turn the stimulation on again and got the settings not available message. Patient confirmed they have not had any falls or trauma that could have impacted how the stimulator is sitting in their body. Patient mentioned they met with a rep a few months ago and rep had a hard time finding the device. Patient also mentioned sometimes the controller says 'device can't be found' and they had to reset the controller a few times. During the call agent reviewed meaning of settings not available. Patient confirmed they only have group c program 1 available. Current intensity was 2.7. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed mdt resources available to hcps. Pt rep called stating that the "stuff quit working". Agent clarified and caller said that the therapy wasn't working. Caller then said that maybe the external equipment wasn't working. Caller said that the pt was in pain and was barely speaking with them. Caller then requested a rep. Agent reviewed ps/rep/hcp roles with the caller and redirected caller to hcp. Caller was upset and said that they didn't have insurance and the doctor wouldn't take cash. Caller wanted agent to tell them a free hcp they could go to. Agent reviewed and offered to e-mail them a physician listing. Caller thought that manufacturer should be helping to pay since the pt had their device. Agent reviewed. Agent sent the caller a physician listing.